Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left knee replacement in which a shapematch cutting guide was utilized. It is alleged that "x-rays showed early loosening as well as instability in plaintiff's left knee." The patient was revised on (B)(6), 2013.